Event description:
--

Manufacturer narrative:
The associated device was returned for analysis, see report 2124215-2013-15647; however, this lead was not received for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an associated device explant for normal battery depletion, difficulty was observed during setscrew retraction. Three setscrews were unable to be retracted, so as to remove the terminal pins. The associated leads were cut for product removal. All damaged leads were non boston scientific with the exemption of this left ventricular lead, which had been electively deactivated several years prior. No resulting adverse patient effects were reported. The explanted device is expected to be returned for a post market analysis.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.